Manufacturer narrative:
The device was returned to the manufacturer for evaluation. When the device was plugged into laser light, a pin hole sized area in the jacket was observed about 10 inches from distal tip, which showed light shining through. The area appeared to be a small scratch in the jacket at the area where the distal to proximal fuse is located. There was a broken fiber within the fused area and the tubing is also slightly thinner in that area leading to light being visible through the jacket. The damage to the jacket was only visible once 32x magnification was used for inspection. The thinned jacket area is not consistent with a defect resulting from the fuse. No breach to jacket was seen, only a thinned area showing light. There is therefore no risk of inadvertent exposure of the patient/user to laser energy or manufacturing materials, as initially reported.

Manufacturer narrative:
Patient information unavailable.

Event description:
A representative, who was not present at the patient procedure, received information that the turbo elite laser atherectomy catheter showed a hole on the side of the device during a procedure. The procedure was completed with no reported patient harm. With the information received in the complaint and with the device not returned, this event is being reported due to the potential for exposure to manufacturing materials as well as inadvertent exposure to laser energy/radiation.